Manufacturer narrative:
Citation: schneeberger y et al. Valve-in-valve procedures in a biological xenograft with externally mounted leaflets: what is the true procedural risk? Thorac cardiovasc surg 2018;66(s 01): s1-s110.  Doi 10.1055/s-0038-1628045. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding valve-in-valve procedures in a biological xenograft with externally mounted leaflets. All data were collected between 2012 and 2015. The study population included 14 patients (predominantly female; mean age 79 years), two of which were implanted with medtronic corevalve and ten of which were implanted with medtronic evolutr (serial numbers not provided).   Among all patients adverse events included: valve embolization, increased gradient greater than 20 mmhg, paravalvular leak (pvl), and permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.